Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping open while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. During the procedure, an ntw clip grasped the leaflets and showed a good mr reduction. During establishment of final arm angle (efaa) the clip opened exceeding 180 degrees. The clip jumped to the inverted position. The clip was removed from the patient without issue. A replacement ntw clip was then attempted to be used in replacement. However, during preparation there was significant resistance when opening the clip. Audible squeaking could be heard when opening the device in the unlock position. This device was not used. A third clip was used to complete the procedure successfully reducing the mr to grade 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). There is no indication of a product issue with respect to manufacture, design, or labeling.